Event description:
In 1994 received the morgan tmj total joint replacements. Implants are broken and have been causing a lot of damage. Screws broken and backing out and pt has only a one finger opening. Pt developed a staph infection which has gone straight to her face. Implants expected to be removed in 2006.